Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Elevated iop with angle closure. Significant reduction of ica and shallowing of the ac. Medication was prescribed. In a separate surgery the lens was exchanged with a spherical model, shorter length and the problem was resolved. The cause of the event was reported as the device.

Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles/ significant shallowing of ac/ angle closure. H6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).